Manufacturer narrative:
(B)(4).

Event description:
Covidien received info that this npb40 handheld pulse oximeter display is missing segments. The failure happened when the device was not being used on a pt.